Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the deployer with its needle returned for evaluation. A fragment of one plate with a piece of suture remained inside the needle. The red trigger was found in a normal shape. Neither the second plate nor the rest of suture was returned for evaluation. No other anomalies could be observed on the device. To test its functionality, the red trigger was pressed several times and it worked as intended, it was verified that the pusher shaft slide without anomalies. In addition, when the trigger was pressed, the plate with the fragment of suture shot out of the device without difficulty. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause for the device condition could be traced to the procedural variables, such handling of the device or product interaction during procedure. The suture could have been over-tensioned, leading the suture to break. Additionally, it is possible that the depth penetration of the tissue was not maintained; therefore, the plate did not fully trespass the soft tissue and it was pulled out along with the device. As per instructions for use (IFU); 1) at desired depth, squeeze the red deployment trigger while maintaining depth positioning to deliver the second implant. The implant is fully deployed when you hear an audible ¿click¿. 2) use caution when tensioning the suture; over-tensioning may cause suture or implant breakage. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a knee arthroscopy surgical procedure it was observed that 3 truespan peek anchor devices jammed while attempting to deploy, and 2 truespan peek anchor devices pulled out. It is unknown as to specifically which devices jammed, and which devices pulled out. It was reported that there was a 10-minute delay in the procedure due to the event. There were no reported adverse consequences to the patient. No additional information could be provided. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified.